Manufacturer narrative:
Device log files were reviewed during servicing, confirming the critical delivery fault described in the report received by linde. The log indicated a seven-minute interval between the system test and the initiation of therapy on the patient. Upon evaluation at the service center, no specific component or condition was identified as the definitive cause as the device met all manufacturer specifications for no delivery and no, no2, and o2 monitoring. The transient delivery fault and associated monitored values were reproducible when the no delivery tube was pinched or occluded by the investigating technician. The available evidence suggests that a blocked no delivery line likely occurred during the interval between system test and therapy initiation, and contributed to the reported delivery fault. Because the disposables, including the no dose line, were not returned, a definitive determination regarding the cause could not be made. As such this is being reported out of an abundance of caution. Review of complaint files indicates that this condition remains within established control limits.

Event description:
On july 14, 2025, albany medical center reported a product problem involving a noxboxi device during inhaled nitric oxide (ino) therapy. Hospital staff observed that the device issued an alarm indicating a critical delivery fault shortly after therapy initiation. The clinical team promptly replaced the device with a backup unit. No changes in patient vital signs were reported, and no permanent harm or long-term adverse effects occurred.